Manufacturer narrative:
A field service engineer (fse) reached out to the customer via phone and instructed the customer to inspect the bf wash probes and the customer identified rust on bf probe number one (1). The customer observed the pumps and identified rust on the diluent pump while priming reagents. The customer then attempted to aspirate liquid from the bf wash well and attempted to perform a daily check, however the daily check continued to fail with persisting error. The fse ordered the replacement parts for the pump and bf probe. The fse followed up with the customer at a later date and instructed the customer to make fresh substrate, diluent, and wash reagents. The fse instructed the customer to change the tips on both bf probes and performed a daily check. The customer stated the daily check failed. The fse asked the customer to perform the decontamination procedure on the analyzer. The fse followed up with the customer after the decontamination procedure was completed and the customer stated the daily check continued to fail without specification results. The fse contacted the customer by phone the following day and the customer attempted to perform a daily check again with results out of specification and bh errors occurring. The customer confirmed receipt of the parts ordered and changed bf 1 waste vacuum pump and confirmed there was no overflow in the well after replacement. The customer attempted to run another daily check, but results were out of specification. The fse notified the customer of traveling to the customer's site to further investigate the cause of the reported issue. The fse conducted a site visit and confirmed the reported issue by reviewing the error logs and daily check printouts. The fse visually observed the operation of the bf probes and found that bf probe number two was aspirating and dispensing black liquid through its lines indicating possible contamination. The fse also identified that bf probe number one had calcification on the overflow sensor. The fse replaced both bf probe number one and bf probe number two. The fse then inspected the pumps and identified there were crystal debris on the bf one waste vacuum pumps and bf two waste vacuum pumps. The fse replaced both pumps. Upon further inspection, the fse found there were incubator rings missing on the incubator tray and replaced the tray. As a precaution, the fse also replaced the substrate syringe. The fse ran daily check operations and identified air in the substrate lines, prompting an inspection of the tubing, connections, and substrate discharge control (sv160). The fse found dried crystal debris on the discharge control prompting replacement of the discharge control sv160. Although the fse replaced multiple parts, the most probable cause of the reported event was due to malfunction of the bf 1 and bf 2 waste vacuum pumps. The fse validated the analyzer by running several daily checks and quality control (qc) with results within acceptable range and no errors recurring. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-900 analyzer operators manual under section 12 flags and error messages, states the following: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a. [2204] sorter not picked up cup cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probably cause of the reported event was due to a mechanical problem of the bf1 and bf2 waste vacuum pumps, component failure.

Event description:
A customer reported dl flag and failing daily check while running samples on the aia-900 analyzer. The customer stated that there is overflow in the bf probe well. Technical support specialist (tss) instructed the customer to clean both of the bf probes and replace the tip. Tss also instructed the customer to suction the overflow and inspect for obstructions inside the well, but none were found. There were no leaks from the bf probes noted. The customer attempted a daily check again, however, error "2204 sorter no picked up cup" error message occurred and the daily check failed. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.